Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted after disassembling the device, there was damage to an internal transistor, resulting in piezo failure. Functionally, a knocking noise was heard during the handle's initialization. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. After taking apart the handle, motor two was found to be loose and the motor screws for this motor had become loose, allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. Analysis of the system logs indicated that the handle was unable to charge; however, there was no indication as to the cause of the handle being unable to charge. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a knocking noise was heard during initialization. After taking apart the handle, an internal motor was found to be loose. The most likely cause could not be established from the information available. Another unreported condition was identified: after disassembly of the device, a non-critical electrical component was found to be damaged. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial sleeve gastrectomy, the surgeon completed firing of five to six reloads and the handle's led screen would not turn on again. The handle was rebooted but it did not resolve the issue. Another handle was used to complete the case. There was no patient injury. Medtronic conducted an investigation on this device and after disassembly, a non-critical electrical component was found to be damaged and an internal motor was found to be loose.